Manufacturer narrative:
(B)(4).the problem was not confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell. The baxter technical service representative (tsr) explained the alarms and had the caregiver (cg) cycle power 2 times to clear them. The tsr then explained that the supplies were compromised and the hp would need to start over with new supplies. The tsr advised the cg to call the registered nurse (rn) in the next 24hours and let her know what happened. The hp understood the explanations and cleared the alarms. They would start over with new supplies and would call the rn. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she discussed the alarm with the patient. The patient was able to resume therapy after starting over with new supplies. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2011 and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. She did have a yellow bag that would not allow solution through that she noticed when she took down the old supplies. The solution would not flow through the frangible. Since then she has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).